Manufacturer narrative:
1/21/1998-supplemental report #1 submitted to FDA. Functional testing was not possible as the unit was returned severely damaged. Quality assurance is therefore unable to determine the exact cause of the difficulty encountered.

Event description:
The device was used during an exploratory laparoscopy procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.